Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026.the insertion site was abdomen. The patient's blood glucose level was high and bleeding upon insertion was treated with insulin injection. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.